Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the atrial lead of an asymptomatic patient. It was noted that the excess lead body had shifted since implant. The lead was capped and replaced.